Manufacturer narrative:
An actual sample and a photograph was received for evaluation. A visual inspection of the photograph was performed which revealed a set without a male luer lock cap and without a male luer tip protector. The reported condition could not be verified by the photograph. A visual inspection of the actual sample revealed damaged tubing. Functional tests were performed which included a pressure test and a clear passage under water test in which the results were not satisfactory. The reported condition of leak was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp i.v. Catheter extension set leaked at the site where the tubing meets the female end (connector); the line was broken. The issue occurred during patient use. The set was connected to a peripherally inserted central catheter (PICC) and a non-baxter primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.